Event description:
It was reported that the delivery system sheath was kinked. A left atrial appendage (laa) closure procedure was being performed on a patient with chicken wing anatomy. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed and recaptured twice for reposition. As positioning in this anatomy was challenging, the physician decided to exchange the watchman fxd curve access system sheath for a watchman anterior curve truseal access system. The 27mm closure device was fully recaptured and removed from patient. While flushing the device, the physician noted that there was a kink on the delivery catheter and that there was a lot of difficulty when flushing. The physician exchanged the was and wds closure device to complete the procedure. A 24mm wds was prepared, and the closure device was implanted to successfully complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system with the implant deployed was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination revealed tip damage consisting of flared tri-cuts, and abrasions within the sheath tip. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was not able to backflush. Retracted and advanced core wire past hypotube transition and backflush was achieved. Product analysis confirmed the reported event as the device was not able to backflush, and the sheath was kinked. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the delivery system sheath was kinked. A left atrial appendage (laa) closure procedure was being performed on a patient with chicken wing anatomy. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed and recaptured twice for reposition. As positioning in this anatomy was challenging, the physician decided to exchange the watchman fxd curve access system sheath for a watchman anterior curve truseal access system. The 27mm closure device was fully recaptured and removed from patient. While flushing the device, the physician noted that there was a kink on the delivery catheter and that there was a lot of difficulty when flushing. The physician exchanged the was and wds closure device to complete the procedure. A 24mm wds was prepared, and the closure device was implanted to successfully complete the procedure.